Event description:
The clips did not close all the way when applied.======================manufacturer response for ethicon ligaclip 10mm, ethicon (per site reporter).======================manufacturer will send product for analysis.